Event description:
It was observed that during the device evaluation, the bronchovideoscope experienced an image blackout during angulation adjustment. The device also had surface peeling and deterioration on the insertion tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.